Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are getting a not found message on their programmer and the bluetooth light was blinking. Patient confirmed the communicator was not plugged in. Reviewed how to exit the app, toggle bluetooth off and back on again and reopen the app and this resolved the issue. They also said that they peed all the way down themselves and once they go it will not stop. Patient also mentioned that one time they turned it up one click too far and started smelling smoke and their butt was on fire and it hurt. They were able to decrease it down to a comfortable level. During the call the patient was able to successfully connect with implant and increase stimulation to desired level.